Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/18/2017 with the following findings: review of the black box showed an unexplained power on reset on (B)(6) 2017 at 18:01. The pump was powered back on and deliveries resumed at (B)(6) 2017 at 08:15. The pump was returned w/the following basal program settings: 1.10 unit per hour at 00:00, 1.20 unit per hour at 07:00, 1.30 unit per hour at 16:00, 1.10 unit per hour at 21:30 with a total of 28.40 units per day. The basal change history appears to be inconsistent/less than the programmed daily totals due to the user manually changing the basal program. The basal settings prior to the event date on (B)(6) 2017 were: 1.30 unit per hour at 07:01, 1.40 unit per hour at 16:01, 1.20 at 21:31 with a total of 30.8 units per day. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found on investigation; the complaint could not be confirmed or duplicated. No hypersensitive or stuck keys were observed on keypad. No delivery interruptions or errors, alarms or warnings occurred during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of over 600mg/dl with emesis, abdominal pain, polyuria and nausea. The patient was taken to the hospital and treated with IV injection and IV fluids. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.